Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) direct pressure was dropping to zero. Moreover, it was reported that the end user switched the unit without incident or patient harm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit for the reported issue and discovered an error 53 in the unit's logs indicative of "fos continuous bit failed" on the date of the reported issue. To fix the issue, the fse replaced the fiber optic cable extension and fiber optic assembly. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer, and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) direct pressure was dropping to zero. Moreover, it was reported that the end user switched the unit without incident, or patient harm. No patient harm, serious injury, or adverse event was reported.